Event description:
It was reported that this patient had frequent issues with dehiscence at the pocket since device upgraded from single chamber to dual chamber in september. This patient is reported to have very little body fat and is a highly active person. A pocket revision was performed, however pocket continued to have issues with dehiscence. Eventually, the pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted in december due to risk of infection with dehiscence issues. A new right sided subpectoral pacemaker, ra lead, and rv lead were eventually implanted. No additional adverse patient effects were reported.